Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that upon removal of the destination slender sheath involved, resistance and a radial spasm was encountered. It was suspected that the sheath was pulled against the resistance and the sheath began to "stretch" and "unravel". It was recommended that the dilator and wire be inserted through the sheath before attempting removal, it was assumed that did not occur as the dilator would not pass through the kinked sheath. The operator stopped pulling and more sedation was given, a pressure cuff was attached to the patient's upper arm and then deflated which allowed successful removal of sheath. The operator attached a clamp to facilitate removal of the sheath which may have put undue stress on the sheath and broke it. The force of the radial spasm is what led to the sheath being stretched and weakened. When the clamp was placed it severed. The patient was unaffected, and the procedure outcome was successful. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. Additional information was received on 09 dec 2022: the procedure performed was a renal stenting from left radial access. The patient was in stable condition. The sheath was removed entirely from the patient, no pieces were left behind in the patient.

Manufacturer narrative:
H6: investigation findings: code 4307 is based upon the evaluation of the returned device; code 19 is based upon the investigation of the smaple and the evaulation of the user facility information. This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One r2p destination slender was for product evaluation. The returned sample included the sheath and dilator. The returned sample was subjected to visual analysis. The dilator was partially inserted into the sheath with approximately 83.7cm of dilator shaft of out the sheath valve. The swage band on the sheath was found to be correctly positioned in the sheath hub. The returned sheath was in two (2) fully separated pieces. The first piece was measured to be 80.1cm in length. There was noticeable stretching from 0.6cm to 26.1cm from the sheath hub. There were multiple clamp marks observed on the sheath. The dilator tip was found to be 16cm into the sheath from the sheath hub. An additional clamp mark was observed at the breakage point with no significant signs of stretching at that point. The second piece was found to be 33.7cm. There were two clamp marks on the sheath from 0.7cm to 1.5cm and 4.1cm to 4.5cm from the breakage point. There were no signs of excessive stretching near the breakage point. The sheath tip did not appear to have any damage on it. The complaint can be confirmed for mechanical separation. The exact root cause cannot be confirmed. Per the complaint description, the likely root cause is the sheath stretched during removal from continued withdrawal in the face of spasm and clamping the sheath led to the breakage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).